Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. A DHR was not performed, as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported complaint is unable to be performed.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 7300tfx 27mm valve, implanted in mitral position was explanted after an implant duration of 6 years, 7 months due to unknown reasons. The explanted valve was replaced with a 11400m valve.